Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage occurred. The 90% stenotic lesion was located in the moderately tortuous and moderately calcified mid left circumflex artery. The physician predilated the lesion with a 2.5x20mm maverick. Then the physician advanced the 3.50x20mm taxus liberte stent to the lesion, but was unable to cross. After three unsuccessful attempts to cross the device was removed and light stent damage was observed; the strut was "lifted up". There were no patient complications. The procedure was successfully completed with another dilation of the lesion with a 2.50x20mm maverick balloon at 18atms and the deployment of a 2.75x20mm and 3.5x16mm taxus liberte stents. Patient status is reported as "stable".

Manufacturer narrative:
Device evaluation: product analysis confirmed the difficulty stated in the complaint. Visual examination of the returned device revealed proximal stent damage. Some of the struts were severely misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended sized guidewire was inserted through the lumen with no restrictions. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure. It is advised in the taxus liberte directions for use, that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage.